Manufacturer narrative:
(B)(6). Date of event: only event year known: 2022. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Where was the leak anatomically? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported: march ¿22. Procedure: open esophagus procedure. Description of issue: 3 to 5 days post-op patient had leakage issues. No change in procedure, equipment, and staff. Ntlc used to finish procedure. The procedure was not delayed.

Manufacturer narrative:
Pc-(B)(4). Date sent: 08/26/2022 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Esophageal cancer what surgical procedure was performed? Mittocr (mckeown) where was the leak anatomically? Distal gastric tube did the patient receive any preoperative chemotherapy or radiation? 2x neoadjuvant chemoradiation, 1x nothing what color reloads were used and what was the sequence of the firings? Blue, from fundus to antrum what anatomical structures was the device fired on? Stomach were other stapling or suturing devices used when creating the anastomosis? No how was the common opening closed? The gastric tube has no common opening were there any issues experienced with the device in the initial surgical procedure? No was the device difficult to assemble/close? No was the device difficult to fire; was the force to fire higher than expected? No how was the integrity of the anastomosis checked intraoperatively? Visual how was the leak identified? Contrast-CT and/or endoscopy was the site of the leak identified? As stated: 3x distal gastric tube was it leaking through the staple line? Probably, yes were there any malformed staples or missing staples identified? No were there any signs of tissue ischemia or necrosis? No what was done in the reoperation? Minimally invasive drainage what is the current status of the patient? 2x discharge home, 1x still in hospital